Event description:
It was reported that a cartridge alarm occurred. Reportedly, customer was hospitalized; details and nature of hospitalization were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.